Manufacturer narrative:
Per the clinic, it was reported that the patient was also treated with oral antibiotics.

Event description:
Per the clinic, the patient experienced infection at the implant site. Subsequently, the patient underwent a skin revision surgery under general anesthesia (date not reported). The device was explanted on (B)(6) 2025 and the patient was re-implanted with a new cochlear device during the same surgery.